Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a damaged battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection confirmed there is a cracked at the top of battery compartment and revealed stripped threads on the battery cap. Test confirmed there was evidence that the "yellow o-ring" was visible and would not secure properly to the test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release